Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary tract performed on (B)(6) 2022. During the procedure, it was noted that the stent did not deploy successfully. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
Medical device code a0401 captures the reportable investigation results of guide catheter detached. The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter detached, and the guide catheter hub was not returned for analysis. A bent was found on proximal section of push catheter. No other problems with the device were noted. The reported event was confirmed. Taking all available information into consideration, most likely, user manipulation during preparation and/or technique to the delivery system caused the push catheter to kink. The user may have also experienced difficulties while retracting the guide catheter and deploying the stent, causing the user to apply additional force/tension. As a consequence of the additional force/tension the guide catheter detached. Therefore, the most probable root cause is adverse event related to the procedure.